Event description:
It was reported that the loop recorder exhibited an error display message. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a power on reset had occurred and the device memory was corrupted. After the device was reprogrammed, normal function ensued.